Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics and heparin (dosages, frequencies, durations, and routes of administration not reported). Pd therapy was discontinued on the day of the peritonitis onset and replaced with continuous ambulatory peritoneal dialysis using physioneal. At the time of the report, the patient was recovering from the event. No additional information is available.